Event description:
Pt's daughter called regarding her mom possibly inserted with a "counterfeit mesh" product in 2000 when her mom had surgery to correct a prolapse bladder. Since 2007, pt has had recurrent urinary tract infection and fecal matter leaking out through her vaginal canal. On (B)(6) 2011, pt had 2nd surgery. Doctors state that it looks like mesh dissolved into bladder, and pt has a vaginal fistula. Bladder was so inflamed surgeon could not continue surgery. Surgery aborted the procedure. Pt is currently in a nursing home for rehabilitation.